Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A nurse contacted lifescan (lfs) affilaite in 2006 alleging high readings on 2 of their one touch ultra meters. A medical affairs specialist (mas) sent f/u questions and obtained the following info: a meter to lab comparison was done on a pt who was already admitted in the hosp. At 6:00am, at the time of comparison, the pt experienced symptoms suggestive of hypoglycemia. As the nurse was not there at the time of comparison, the nurse could not provide the specific symptoms he experienced. One of the one touch ultra meters read 126 mg/dl and the other one touch ultra meter read 115 mg/dl and the lab result was 78 mg/dl. Readings were taken within 10 mins from one another. The nurse does not know whether the pt rec'd any treatment based on symptoms, the meter readings, or the lab result. The test strips are in good condition and not expired. The technique of applying blood on the test strip was correct. The test strips passed using the control solution. Nurse does not know what the pt's blood glucose readings were prior to the event. Customer care advocate (cca) sent the facility a replacement meter. No further clinical info was provided. It would have been helpful to know the readings prior to the event and whether the pt was already admitted in the hosp prior to the meter comparisons. Although there is no info on whether the pt rec'd any treatment, the complaint is being reported since the pt's symptoms did not reflect the readings on the hosp device. Additionally, the meters read higher than the laboratory device.